Event description:
It was reported that post implant the left ventricular (lv) lead showed an elevated and sudden rise in threshold. It was also reported that the lead dislodged. It was also noted that the patient was participating in the system longevity study (sls). The lead was repositioned in a different location and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.